Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8100 unit serial # (B)(4). Case resolution: tech was trying to run calibration on 8100 unit soon as he start the test he get error unit out of range. Tech will send unit in for services repair, confirm level one price quote for repair. (B)(4). Tech was try to run calibration on 8100 unit soon as he start the test he get error unit out of range. Tech will send unit in for services repair, confirm level one price quote for repair.